Event description:
It was reported that the electrosurgical generator was used in a polypectomy procedure on a morbidly obese female. The physician noted that there was "too much burn" and a "burn artifact". Subsequently, a perforation was detected after 24 hours and surgery was then performed to address the issue.

Manufacturer narrative:
The incident occurred over 8 months ago. In that time period, the esu had been used repeatedly without any problems or events. Therefore the customer declined our offer to have the generator inspected/tested (i.e., they are confident that the unit had nothing to do with the incident). No anomalies were found in the device history record (DHR) for the involved esu. Most likely there were many factors involved with the situation. However, no conclusive determination could be made by erbe USA as to the cause of the reported event. To further address the issue, additional in-service training will be offered to the customer. Erbe USA, inc. Is now closing the file on this event.